Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) had a fiber optic issue. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The getinge field service engineer (fse) found that the fios top-line flat during the test. The fse replaced the fiber optic assembly (fios module) and then completed the pm with full calibration, functional, and safety checks to meet factory specifications. Unit passed all calibration, functional, and safety tests per factory specifications. The iabp was then released to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) had a fiber optic issue. There was no patient involvement, and no adverse event reported.